Manufacturer narrative:
Suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant was found to have a tear measuring 0.3 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures additional information received with the device indicated that the impacted device information is as follow: cat#: 3502350, lot#: 6546749. The patient underwent bilateral replacements with mentor silicone high profile, 450cc. Manufacturer¿s reference number: (B)(4) initial report in section b5, mistakenly reported incorrect explantation date. Correct dat: (B)(6) 2022.

Event description:
It was reported that a (B)(6) caucasian female who underwent a revision breast augmentation with an unknown saline implant experienced left-sided deflation post procedure. The issue was confirmed by a mammogram examination. As a result, patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).